Event description:
Healthcare professional reported that after injection 6 months ago with jevederm voluma xc, the pt developed a nodule. Pt was treated with hyaluronidase.

Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of no nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.